Event description:
It was reported that a user experienced a pairing failure between the dexcom g7 cgm and the ilet while the dexcom mobile app continued to display glucose readings, indicating the cgm was functioning. Symptoms included no adverse clinical effects and no change in blood glucose control. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and user education, including toggling bluetooth, restarting the device, and re-entering the sensor pairing code, after which the pairing process was able to be restarted. Investigation of this case revealed a communication or connectivity issue limited to pairing between the cgm and the ilet, with the cgm sensor and app functioning as expected. It was concluded that the event was related to a device communication issue without patient harm and that the system functioned after re-initiation of the pairing process.